Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant, the patient went into asystole. A lead integrity alert triggered due to high pacing impedance and short ventricle to ventricle intervals. There was also no capture due to noise that was picked up. The lead was tested and had no issues. It was suspected that the device had a possible setscrew issue. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.